Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death, neurological dysfunction, thrombus are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device retained by the site.

Event description:
It was reported from the site that the patient called the ventricular assist device (vad) coordinator on the 27feb2017 because he recognizes increased power without alarms and dark urine. Patient was called in for a checkup. It was stated that the power increase since (B)(6) 2017, normalized back again and suddenly increased (B)(6) 2017. The patient had severe hemolysis, and the 3rd harmonic was significantly increased. It was stated that there must have been a thrombus on the pump rotor. It was further stated that a lysis therapy was started.  Due to the low pulsatility and the opening of the aortic valve at the same time, an outflow graft thrombosis was also suspected. During lysis therapy the power consumption decreased, only a small 3rd harmony could be measured. It could be assumed that the lysis eliminated the thrombus from the rotor. At the same time the significant flow drop and the decreased pulsatility still point towards an outflow graft obstruction.  A cardiovascular computed tomography scan (cct) was started due to neurological changes and sight deviation, including a thorax CT-scan for visualizing the outflow graft.  Intracranial bleed (icb) and occlusion of the aorta anastomosis were diagnosed.  It was thought that the lysis mobilized an occluding thrombus formation which was in the outflow graft. The long tubing fibrin formation might have been stopped at the aorta anastomosis.  It was stated that the patient expired on (B)(6) 2017. It was stated from the site that the devices would not be returned as they remained with the site. No additional information available.

Manufacturer narrative:
Correction; (implanted date). Describe event or problem - additional information received, updated and corrected date of implant to (B)(6) 2013. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death, neurological dysfunction, thrombus are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Hw4295 was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017 followed by another increase in power consumption on (B)(6) 2017. No high watt alarms have been logged; however 3 low flow alarms were logged on (B)(6) 2017. Additional information provided via a site report indicated that the patient received lysis treatment after which the power and flow normalized. Also, due to significant flow drop and decreased pulsatility, an outflow graft obstruction was suspected. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The most likely root cause of the low flow alarms observed in the log files may be attributed to occlusion in the outflow graft potentially due to thrombus formation as noted in the site report. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.